Manufacturer narrative:
The hospital is not under preventive maintenance contract with maquet. The maintenance records provided by the hospital show that two third party contractors have performed maintenances on this light in the yr before the event. No training records were found for both contractors. One of the contractors visited the hosp after the event and found that the screw that maintains the safety ring was missing. Absence of this screw allows the safety ring to move upwards and the light head to be dislodged from its arm. Maintenance program requests to make sure that the safety ring is positioned correctly, and to check the tightening of all visible screws. A maquet rep will visit the hosp on oct 13, 2008 and will verify that the maintenance contractor repaired the light according to the MFR's recommendations. Maquet inc submits this report on behalf of the device mfg facility. Maquet s.a. Provides prod failure investigation, analysis and resolution for the device described in this report.